Manufacturer narrative:
This is a final report. The customer returned meter (B) (4) and test strip lot 81004. The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. According to the internal memory log of the meter, a similar reading was found. Note: the device manufacture date is unknown.

Event description:
A customer reported receiving a high adc reading of 94 mg/dl as compared to a laboratory reference reading of 59 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.